Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correctional/removal number: z-0956-2020. (B)(4). S/w 3.18e. Unit passed the displacement test. Unit received with cracked retainer, cracked battery tube threads, fading serial number label, missing display window cover and cracked case corner of belt clip rails. The test infusion set/reservoir remains in place in the reservoir compartment.